Manufacturer narrative:
(B)(4). Date sent 7/10/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a proctectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 8/7/2025 d4 batch #450d86 investigation summary the product was returned for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample revealed that the ecs29a device was received with the guide face pockets deformed (burned). The breakaway washer was present and there were all staples present. It is possible that the device was exposed to heat causing the pockets deformation, due to a non-ethicon endo surgery sterilization process. No functional test could be performed with the device, due to the device conditions. The event reported was confirmed and it is related to improper use of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 450d86, and no non-conformances were identified.